Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75mm x 8mm nc emerge balloon catheter advanced for dilation. However, during inflation at nominal pressure, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75mm x 8mm nc emerge balloon catheter advanced for dilation. However, during inflation at nominal pressure, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. It was further reported that the balloon was inflated once and the device was simply removed from the patient's body.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube of the device. There was contrast and blood in the inflation lumen. There was blood in the guidewire lumen and the balloon was loosely folded. At 6mm from the proximal balloon waist, there was a circumferential tear. The distal portion of the balloon from the tear, was prolapsed over the tip of the device. Product analysis confirmed the reported burst, as there was a circumferential tear.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75mm x 8mm nc emerge balloon catheter advanced for dilation. However, during inflation at nominal pressure, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. It was further reported that the balloon was inflated once and the device was simply removed from the patient's body.